Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # mw5088817. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
Material no: unknown batch no: unknown. It was reported that before use of the unspecified bd¿ prefilled saline flush syringe the ndc numbering on the labels has changed making heparin and saline syringes indistinguishable when scanned. The following information was provided by the initial reporter: event description per medwatch report states, "we just learned that the bd saline and heparin flush syringes that our health system uses recently changed their ndc numbers so that there is no differentiation between them; in other words, they all scan as the same thing (heparin flush with no distinction between heparin concentrations or plain saline). We had to change the build so that they now scan as a generic flush. The only difference in the ndc is the package type. We have filed a formal complaint with the company. We feel this is a huge patient safety issue. The product comes through our supply distribution center (not pharmacy). These solutions are utilized all of the health system. Including in our pediatric and neonatal populations (of note, these syringes are one of the few that are compatible in the alaris pump)."